Event description:
It was reported that the user ate two breakfasts, announced the first meal, and did not announce the second meal before more than thirty minutes had passed. The user was advised to not enter a late meal announcement and that the corrections algorithm would take effect. Symptoms included hyperglycemia peaking at 287 mg/dl. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.